Manufacturer narrative:
This report was submitted in error. Please disregard MDR 1020279-2016-00824.

Event description:
It was reported the insert was not fitting with tibia. There was a 20 min delay. There was no additional same size insert so 11mm insert was used instead as a backup device.